Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when they booted up the system for a case, the image acquisition system (ias) would have a red x and not communicate with the mobile view station (mvs). There was no patient present when this issue was identified. Onsite investigation took place simultaneously with the planned maintenance for the site, and the field rep was able to resolved this issue by reloading the ias application software. As part of the planned preventative maintenance, field rep also cleaned, greased and calibrated system to specs, he also installed new motion batteries. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(4) office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this (B)(4) observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when they booted up the system for a case, the image acquisition system (ias) would have a red x and not communicate with the mobile view station (mvs). There was no patient present when this issue was identified.